Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The ventricular lead was positioned with adequate electrical parameters. When connecting the lead to the pacemaker and the pacing system analyzer no stimulation occurred. The lead was repositioned into the septum and the patient became unstable. An echography revealed a pericardial effusion. The patient was treated with medication and was hospitalized.